Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4), returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: mlc-18- user has high glucose value test strip UDI# (B)(4). Note: manufacturer contacted customer on 1/30/2019 in a follow-up call in order to ensure the customer's condition since the initial call; customer condition improved. No symptoms or medical attention reported since the original call. Customer satisfied with the replacement product.

Event description:
Consumer reported complaint for high blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with all tests results. The expected fasting blood glucose test result range is 200 to 250mg/dl. The customer did report symptom of vomiting. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product is stored according to specification in the bedroom. During the call on (B)(6) 2019, a blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 03/18/2020 and open vial date is undisclosed. The meter memory was reviewed for previous test result history: (B)(6). Customer's daughter states she does not know if history of meter is fasting or not fasting. Past adverse: medical intervention was required due to hyperglycemic symptom of vomiting. On (B)(6) 2018 customer was hospitalized customer was released on (B)(6) 2018. Customer stated that insulin was injected without knowing what her readings are because she was receiving hi fasting, e-5 fasting. Customer was diagnosed with dka and dehydration. Insulin was given regular insulin drip. Customer's daughter is not sure if the same strips were used when medical attention occurred.